Event description:
Physio-control device evaluation found that the on button was difficult to engage. The reported issue might delay defibrillation therapy. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main keypad assembly at the failure analysis center and verified the reported failure. The on button domes were showing signs of wear and the right side dome required more pressure to activate.